Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
A patient reports while activating a pod the needle mechanism had failed to deploy. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing window. Timeouts and a drive stall were observed. The pod was reset, connected to an unused pdm and programmed a 5u bolus successfully. The pod replicated the high pulse width with drive stall as well as generated an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. No damages or manufacturing defects were observed. The cause of the high pulse width w/ drive stall could not be determined.